Event description:
It was reported that the pt received inappropriate therapy due to oversensing. The lead was explanted.

Manufacturer narrative:
Eval summary: field experience of a sensing anomaly was not confirmed. Analysis found the lead to exhibit normal electrical characteristics and lead impedance. No anomalous behavior was observed.